Event description:
It was reported by the customer that this event involved a pt with a subclavian insertion site. Pulling back of the spring wire guide (swg) was impossible; the swg became hooked inside the lumen of the catheter. The catheter became bent and the swg "splitted." There were no reported pt complications. Additional info received on 09/01/2009 stated the wire got "splitted" meant that the wire was found to be frayed; it did separate. The wire could be removed.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.